Manufacturer narrative:
Analysis of the lead ((B)(4)) found that the lead body conductor was broken at or near the tines.

Manufacturer narrative:
Conclusion codes have been updated.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient experienced a return of symptoms in late (B)(6) 2015. Impedances were measured to be greater than 4,000 ohms. It was unknown what led to the event. Due to the high impedances and return of symptoms, the lead was replaced and the new lead was implanted in the other side. The patient felt fine and was receiving effective therapy after the replacement. The issue was resolved.